Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d catalog, primary UDI, and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during ventricular tachycardia ablation the motor current spiked and the flow dropped. Additionally, there were suction alarms. The pump was explanted and the patient was in stable condition.